Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a faulty downstream occlusion (dso) sensor was found. The dso sensor was replaced to fix the issue.

Event description:
It was reported that the device was showing error code 46440. There was no patient involvement.